Event description:
Reporter alleges a fire occurred in a home where a pride power chair was present. The end user passed away from injuries sustained in the fire.

Manufacturer narrative:
Spoke to the fire marshal and obtained a copy of the fire report for review. Discussed service records with the provider who sold the unit to the decedent. The product was initially manufactured in 2003 and was sold to the decedent by the provider. Thereafter, several components were replaced on multiple occasions due to corrosion from the incontinence medical condition of the decedent. The fire marshal reported that due to urine related corrosion, the chair was the source and the fire was ruled accidental.